Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (enc452200, 9550015) was impeded in microcatheter hub and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched to a second new stent, a 4.5mmd 37mml enterprise vascular reconstruction device (enc453700, 8994887). But this stent was still impeded in the microcatheter hub. The doctor removed the second stent and the prowler select plus 150/5cm microcatheter (606s255x, 31585161) from the patient. The user then switched to a second new microcatheter, a prowler select plus 150/5cm (606s255x, 31285396) and delivered the second stent, but the second stent was still impeded in the second microcatheter hub. The doctor removed the second microcatheter and the second stent from the patient and switched out new devices (both were other brands) to complete the surgery. The surgery was prolonged by about 25 minutes. Additional event information received on 11-nov-2025 indicating that they were able to torque the devices. There was no evidence of physical material within the devices. The microcatheters did not kink/bent. There was no excessive force used with the devices. The 25 minutes procedure prolongation did not result in a patient adverse consequence. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31285396 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (enc452200, 9550015) was impeded in microcatheter hub and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched to a second new stent, a 4.5mmd 37mml enterprise vascular reconstruction device (enc453700, 8994887). But this stent was still impeded in the microcatheter hub. The doctor removed the second stent and the prowler select plus 150/5cm microcatheter (606s255x, 31585161) from the patient. The user then switched to a second new microcatheter, a prowler select plus 150/5cm (606s255x, 31285396) and delivered the second stent, but the second stent was still impeded in the second microcatheter hub. The doctor removed the second microcatheter and the second stent from the patient and switched out new devices (both were other brands) to complete the surgery. The surgery was prolonged by about 25 minutes. Additional event information received on 11-nov-2025 indicating that they were able to torque the devices. There was no evidence of physical material within the devices. The microcatheters did not kink/bent. There was no excessive force used with the devices. The 25 minutes procedure prolongation did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.